Manufacturer narrative:
A review of the mfg paperwork has been conducted.

Event description:
On (B)(6), 2011, this pt underwent repair of an 8-9 cm thoracoabdominal aortic aneurysm involving the renal arteries and superior mesenteric artery. A trunk-ipsilateral leg component was implanted extending down the left side, then the physician used an antegrade approach to implant an atrium icast covered stent and two gore viabahn endoprostheses in the superior mesenteric artery and celiac artery. Two contralateral leg components and an iliac extender component were then implanted extending off the ipsilateral limb of the trunk. For the pt's right side, the physician implanted a second trunk-ipsilateral leg component, with three contralateral leg components extending down the contralateral side of the trunk. The physician was unable to cannulate one renal artery, so the physician elected to leave the bilateral renal stenting for another time. At the end of the procedure, it was reported that the ipsilateral limb of one of the trunk-ipsilateral leg components was perfusing the aneurysm and the renal arteries. As the pt had reportedly received four hours of fluoroscopy, the renal arteries needed to stay open until an ilio-renal-extraperitoneal bypass could be performed, and the pt's arms and legs had thrombosed due to the procedure duration, the procedure was concluded. On (B)(6), 2011, a CT scan of the head was done to evaluate for hemorrhage as the pt was declared brain-dead. There was reportedly no evidence of hemorrhage; however, multiple brain infarcts were identified. A CT scan of the abdomen and pelvis was also performed, showing no change in the aneurysm condition or evidence of aneurysm rupture. However, embolic infarcts around the kidneys and edema surrounding the gall bladder were identified. It was reported that the pt's family elected to withdraw care, and the pt was removed from life support. The pt expired later that evening. It is unk if an autopsy was performed.